Manufacturer narrative:
Determination of root cause: assessment: a field service engineer was dispatched to the site and confirmed the reported issue through investigation of the database. The engineer determined the thyratron was the cause of the incident. The system was de-installed per the customer's request and the thyratron was returned for examination. Manufacturing received the thyratron, performed bench testing, but was unable to duplicate the reported issue. Conclusion: based on the device investigation, the root cause of the incident was the thyratron.

Event description:
A surgeon reports the laser stopped firing at 49% into a prk procedure due to low energy. The surgeon indicated the outcome of the event was good, but the prognosis was unknown. The surgeon also stated there was no unplanned intervention, however she felt the device caused/contributed to the event and if the event were to recur, the outcome would be an undercorrection or a healing issue. Additional information provided at a later date indicates there was no significant decrease in bcva pre to post-op (20/20 to 20/22), however ucva only improved from 20/count fingers @ 3 meters to 20/200. The surgeon also stated the 'laser breakdown affected the patients' refraction and corneal topography' and she expressed her doubts about the refractive outcome of a second procedure and wondered about 'the (unnecessary) infectious risks that would ensue'. No further information was provided.